Event description:
Event description cpi received information that the patient with this implantable pulse generator (ipg) reported not feeling well and presented to the hospital with a low heart rate. Device interrogation found that the ipg was exhibiting no output, and the patient's rate was at the intrinsic rate.